Event description:
The device failed to cross the lesion; after withdrawal the stent was found flared. The report received, indicated that during a coronary procedure, the lesion was pre-dilated then the 3.5x13mm cypher stent delivery system (sds) was delivered. However, due to the vessel calcification, the physician encountered difficulties trying to cross the sds through the target lesion. Therefore, the physician decided to remove the device and found the distal end of the stent was flared. Consequently, the stent was exchanged for a bare metal stent and the procedure was finished successfully. There was no adverse event or injury to the patient. Further information indicated the target vessel was the right coronary artery (rca); the de novo lesion extended from the mid to the distal rca. The vessel was moderately calcified, moderately tortuous presenting 75% stenosis. Additionally, it was indicated that the stent did not present any anomalies prior to patient insertion.

Manufacturer narrative:
The product is not available for evaluation. The device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.